Manufacturer narrative:
At this point in time, we are awaiting the return of the complaint device towards an analysis and the further receipt of pertinent information. When all of this is complete, the results will be reflected in a follow up report.

Event description:
Our rep is reporting that during an arthroscopic meniscectomy on an older male in good physical condition, after the stryker shaver was used and the shaver was removed from the knee, the doctor noticed that the knee began to swell. The pump continued to flow even though the shaver was removed, did no shift out of shaver mode. A different pump and interface cable were used to finish the case with no patient consequences. However, the surgeon described the phenomena as "compartment syndrome" and the patient is being held at the facility for a 23 hour observation. At this point in time, nothing more is know about the patient's condition or progress.